Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 19.3cm from the strain relief, the hypotube was kinked. At 126.5cm from the strain relief, the shaft was kinked. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was an 3mm longitudinal tear in the balloon, 5mm from the tip of the device. There was tip damage to the device. Product analysis confirmed the reported event, as there was a longitudinal tear in the balloon.